Event description:
Healthcare professional reported a "rupture". Later contacted back reporting "implant rupture-intracapsular" and capsular contracture baker grade iii diagnosed via ultrasound and clinical assessment. This record is for the right side. The device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-03131. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.